Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that actuation of cutter was bad during vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of aspiration was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with clear/white foreign material inside the port. Needle was slightly bent near stiffener. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. The probe engine was disassembled, and the components inspected. Rear housing o-rings (top and bottom) - shiny/wet. Spacer and bottom rear o-rings were intact. Diaphragm- adhesive appears to be folded back on the extension/diaphragm bonded area, at the top. Top o-ring appears to have a small gouged out area on the inner diameter. Excessive adhesive exceeding the specification for length at diaphragm/extension bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for functional testing. However, several manufacturing related potential contributor factors were identified: excessive adhesive on the extension/diaphragm and small gauging on inner diameter of the o-ring. The returned sample met specifications; however, non-conformance records have been initiated related to all the visual non-conformances observed. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).